Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorp hone) (asked/unknown mg/ml at asked/unknown mg/day) via an implantable pump for unknown indications for use. It was reported that patient called to see if their home was included in foreign particle recall as their device wasn't working or something's been going on because patient has been in pain for the past few months. Patient stated they have been to the doctor and just wanted to do their own research to try and find out what was going on. Patient stated they will continue to work with healthcare provider (hcp). Patient was redirected to the hcp.